Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review no manufacturing related root cause could be identified. The orsiro mission (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked before implantation of the stent.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The stent was implanted which was a week past expiration date. That the device was expired, was detected after implantation. The device came from trunk stock of the distributor in hawaii. The physician was happy with result and is not overly concerned.